Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the patient recently saw a different rep. The doctor has stated that the leads are in a good place and does not find it necessary to do a revision. The patient is currently using their spinal cord stimulation (scs) system. In the future they may decide to have it explanted. The patient and doctor state that they are doing find for now and will contact us in the future when they would like reprogramming done. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient was having issues with charging. The rep stated that when the patient would try to charge, it would show ¿no device found¿ or that it was low and not holding a charge. The rep stated that it would take a long time to find the device and it would say, ¿searching for device¿ for a while. The rep stated it would do this a lot. The rep stated that patient charged to 80% yesterday and now they were in the orange today. The caller stated they had been charging for about the last 30 minutes and they had gotten to 40% with excellent/good recharge quality. The recharging metrics showed the following: 1/11: 11 minutes, 80-100%, fair quality; 3/3: 16 minutes, 10-20%, excellent quality; 3/7: 17 minutes, 20-40%, excellent quality. The rep had been texting with the patient for the last two weeks trying to set up an appointment. No symptoms were reported. No further complications were reported. Follow-up was conducted.